Event description:
During a pfa/af procedure, air aspirated from the agilis sheath. The volt catheter was inserted below the level of the heart, inserted about 5-10 cm into the sheath, and 20-30 cc was attempted to be aspirated but air was seen. The agilis sheath was replaced and the procedure was completed with no adverse consequences to the patient.